Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during initial testing; however, the device was put through extensive testing which included all required bench tests without duplicating the report. An internal inspection found no discrepancies. It is recommended to replace the main board to resolve the report. The customer declined repair and the device is not recertified for clinical use. Analysis for reports of this type has not identified an increase in trend.